Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remain implanted.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6

Event description:
Healthcare professional confirmed right side rupture confirmed via ultrasound and mammogram.

Event description:
Device has been explanted and replaced.